Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive antibody screening tests with cell #3 of biotestcell p3 on tango optimo. The control that allegedly had caused a false positive test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the retained biotestcell p3 sample with the positive control provided by the customer, several positive and negative controls and 24 negative donor plasma. All positive and negative reactions were correct. We did not observe any false positive reactions. Only occasionally a haze surrounding of the cell buttons would appear with negative results. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are still waiting for some information on the performance of the affected tango optimo.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive antibody screening tests with cell #3 of biotestcell p3 on tango optimo. The control that allegedly had caused a false positive test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the retained biotestcell p3 sample with the positive control provided by the customer, several positive and negative controls and 24 negative donor plasma. All positive and negative reactions were correct. We did not observe any false positive reactions. Only occasionally a haze surrounding of the cell buttons would appear with negative results. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The right pipettor probe was optically checked during preventive maintenance to evaluate the possibility of carryover at the coombs position. Both systems are operated with the last revision level of the pipettor needle. The coating was found to be intact on both instruments. There is no indication for a malfunction of the affected tango optimo.